Manufacturer narrative:
The leads were discarded. X-ray images of the migrated lead position and post-revision lead positioning were reviewed. The migration was confirmed. Without the return of the devices, it is not possible to reach a definitive root cause. The evoke scs system surgical guide details potential risks associated with surgery and spinal cord stimulation including, "lead migration or suboptimal placement, which may result in undesirable stimulation changes" and continues by stating, "the patient may require surgery (including revision, explant, and replacement)" as a result of these risks. 2x leads from the same lot.

Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system was evaluated for change in stimulation. An x-ray was obtained and confirmed lead migration. A lead revision was completed to resolve the reported event. It was noted that the leads were secured with non-saluda anchors due to implanting physician preference.